Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 309 mg/dl. The customer delivered a bolus via the pump to stabilize bg level. The customer declined to check infusion set site. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended.